Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 596 mg/dl and current blood glucose was also same. Customer reported that, the following symptoms related to their high blood glucose were nausea, headache. The customer treated high blood glucose with oral pills. The customer does not want to troubleshoot the insulin pump at this time due to battery cap not closing and unable to turn on the pump. The device will not be returned for analysis.